Manufacturer narrative:
The hospital returned one sample from their inventory to the MFR. The sample returned was performance tested according to procedure, and was found to meet specs.

Event description:
It was reported that the high capacity shower nozzle of the pulsavac shower spray tip fell off. The tip was recovered from the incision. No injury or adverse consequences were reported as a result of the incident.